Event description:
After getting informed consent, the patient was prepped and draped in the usual sterile fashion. Coronary angiography was performed using access obtained in the right radial artery. The right femoral area was infiltrated with lidocaine. A swan-ganz catheter was then advanced via the right femoral vein under fluoroscopic guidance to the right pulmonary capillary wedge position. Placement of an iabp was done through the right femoral artery. When it was time to use the iabp fiberoptix, the device won't calibrate. Physician requested another similar device and they were able to proceed with no further issues. No patient harm. Manufacturer response for system, balloon, intra-aortic and control, arrow (per site reporter). Given to field representative by ccl manager.